Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the bolt cutters were used on a patient and the blade became damaged. It was reported that the device have not been used very often. Reportedly there is a chunk missing from the blade. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records revealed the device does not correspond to the drawings at the time of manufacture. However, during previous complaint investigations ((B)(4)) and according to synthes materials manager, the drawing specifies a material which is not suitable for this application. (B)(4).

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates visual inspections noted that a round shaped piece at both blades of the bolt cutter is broken off. Based on the provided information we are not able to determine the exact cause of this occurrence. However, we are able to reproduce the same kind of damage during a perform test with a new bolt cutter, by cutting an extra-hard cobalt-chromium rod. With this type of rod the new bolt cutter was damaged in the same manner after one cut. In this relation, it is noted that this device is not suitable for cutting cobalt-chromium alloys. For cutting these types of rods, the uss rod cutting and bending device (part #388.750) should be used. The 510k #: initially, it was reported that the device is not distributed in the united states, but is similar to device marketed in the USA. Upon further review, the 510k# was determined to be exempt.